Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During deployment of a 26 mm sapien 3 valve in the aortic position, the delivery system balloon did not inflate. The delivery system, valve and esheath were removed as a unit via cut-down. New devices were used to complete the case. The patient¿s native annulus measured 484.5 mm2, the native annulus was moderately calcified and native leaflets were moderately calcified. The patient¿s access vessels were mild to moderately calcified and moderately tortuous. There were no issues noticed during device preparation, no resistance while advancing the devices and no valve alignment difficulty.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During pre-deco evaluation of the delivery system, it was observed the balloon is bunched, and the balloon legs are flared out, one balloon leg is missing, and severe flex tip gouges were observed. During preliminary evaluation of the returned device, the crimp balloon was found to be separated proximal to the I/c bond, and a piece of what looks like tissue is wrapped around the guidewire lumen at the separation. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed the crimp balloon was torn adjacent to the I/c bond, the inflation balloon bunched and the balloon legs were sticking out, one balloon leg was missing, there was severe flex tip gouges. A piece of what appears to be tissue was wrapped around the guidewire lumen at the separation. There was a kink on balloon shaft, however, it was considered to be due to packaging. No distal tip damage or other abnormalities were observed on the sheath. During dimensional analysis, the double wall thickness of the crimp balloon proximal to the observed separation was measured and found to meet specification. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented by edwards lifesciences in a product risk assessment, as per management discretion. Although imagery of the patient anatomy was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Visual inspection revealed gouges on the flex tip, which indicate the presence of valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As the delivery system was able to be prepped with no report or device leakage, it is likely the tear occurred during the procedure due to patient and/or procedural factors. Per the report, the patient¿s access vessels were mild to moderately calcified and moderately tortuous. It is possible that access vessel calcification/tortuosity and the torn balloon led to withdrawal difficulty through sheath. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could then cause the balloon to catch on the sheath tip, making it difficult to withdraw into the sheath. As noted during visual inspection, the balloon wings were flared, which supports that the balloon legs likely caught on the sheath tip. Tissue appeared to be wrapped around the guidewire lumen, further suggesting that there was interaction between the patient anatomy and delivery system, either during withdrawal or during cut-down. The missing balloon leg was likely a result of the cut-down to remove the devices. Available information suggests the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, a definite root cause cannot be determined at this time. During manufacturing, the balloons are 100% inspected for wall thickness and visual defects. Balloons are sampled for burst testing and additional visual inspection. The crimp balloon features are 100% dimensionally inspected for distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing the device is visually inspected for physical defects or damage, the system is tested for retrieval force, balloon burst pressure is tested, and the device is visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn and delivery system withdrawal difficulty-through sheath were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified. A review of complaint history, lot history, manufacturing mitigations, and the device history record (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. A review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. No product non-conformances or IFU/training inadequacies were identified. Therefore, no corrective or preventive action is required at this time.